Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing and power button inspection/tesing without duplicating the report. An internal inspection found no discrepancies. Teh front enclosure was reseated as a precaution. The device was recertified and returned to the customer. Review of the device activity logs found no evidence to suggest any power issues. No self-test failure, button shorts, low battery or shutdown items found. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.